Event description:
It was reported this was a venotomy closure of the heavily calcified right common femoral vein using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device due to calcification. A second prostyle device was attempted and calcification was avoided with using echo; however, a cuff miss occurred again. The suture of a third prostyle device was successfully pre-placed using echo and changing the insertion angle. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Facility name: (B)(6). The additional prostyle device referenced is filed under a separate medwatch report number.